Event description:
It was reported that during a scheduled follow up, high capture threshold was observed. Programming changes were made after an x-ray indicated the lead was not dislodged. Patient condition was good, and will continue to be monitored by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.